Event description:
Same case as 2134265-2013-03133 and 2134265-2013-02923. It was reported that following a stenting treatment procedure, unstable angina pectoris occurred. In (B)(6) 2012, the target lesion # 1 was located in the mid left anterior descending (lad) artery extending to distal lad with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The target lesion # 1 was treated using direct stent placement of a 3.00 mm x 16 mm and 2.25 x 28 mm promus element plus stents, with 0% residual stenosis. The subject was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to unstable angina pectoris and was hospitalized on the same day. The subject was referred for cardiac catheterization. The 99% restenosis of previously placed stiudy stent located in distal lad was treated with balloon angioplasty and placement of a 2.25 x 24 mm ion paclitaxel eluting stent, with 0% residual stenosis. Following the placement of ion drug eluting stent, it closed a small side branch of the distal lad and for which the integrillin has been given. The 99% restenosis of previously placed study stent located mid lad was treated with balloon angioplasty, with 0% residual stenosis. During percutaneous coronary intervention (pci) of the lad, chest pain was still continuing even after placement of 2.25 x 24 mm ion paclitaxel eluting stent which has been treated by nitroglycerin and aspiration thrombectomy. The event was considered as resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).